Event description:
Pentax medical was made aware of a complaint on 30-nov-2019 that occurred in (B)(6) in an operating room during use. The reported complaint that during the intestinal polyp treatment, the up and down angulation cannot be adjusted which prevented a clear view of field. After the intestinal polyp was cut, the lack of angulation prevented the doctor from seeing the entire wound area and judging the actual wound surface and amount of the bleeding, so he was unable to apply the titanium clip(unknown model and lot number) correctly. The patient had undergone hemostatic infusion therapy to avoid the wound bleeding again. The patient was sent for frequent observation in their ward after the procedure. Additional information obtained during a visit from a pentax (B)(4) engineer to the hospital on 02-dec-2019. After speaking with the physician, he learned that the angulation was short of 40 degree; and is possibly a segment steel braid issue. The endoscope has been sent for evaluation and potential repair. The paitent was discharged from the hospital normally. The evaluation and investigation is pending as of 23-dec-2019.